Event description:
It was reported that this inflatable penile prosthesis was not inflating. The device had fluid loss. Upon dissection of the device, it was discovered that the tubing at the top of the pump was disconnected and severed on one side of the pump. The device was removed and replaced. No patient complications were reported.